Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. It was reported that a loss of connection occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. Receiver download was performed and passed. Functional test was performed and passed. Internal inspection was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.